Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon stated that the clips on the er320 were scissoring. There was no pt consequence.